Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/correct: updated: g3; h2; h3; h6. Visual examination of the returned product/provided pictures identified signs of use with nicks and gouges on the handle of the impactor. The tip of the impactor has fractured into 3 pieces. There is residue on the inside threads of the impactor tip. The features of the fracture surface visually align with section 5.5.2 in zrm_wa_0545_21 rev. 1.0 in which a bending overload fracture failure mode was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The reported event is confirmed as product is returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the impactor was broken during impaction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.